Manufacturer narrative:
The customer performed a peg precipitation experiment (110 ul sample + 110 ul peg) on the sample, and the result was 59.2. The customer suspects possible interference from macromyotrophic troponin.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The sample material was requested for investigation.

Event description:
There was an allegation of questionable elecsys troponin t hs results for a patient sample tested on a cobas pro ssu. On (B)(6) 2026, the result was 432 ng/l. On (B)(6) 2026, the result was 298 ng/l on (b)(6 2026, the result was 330 ng/l on (B)(6) 2026, the result was 320 ng/l on ((B)(6) 2026, the sample was tested on the beckman dxi800 platform, yielding a result of 0.0005 ng/ml. The sample from (B)(6) 2026 was repeated on the cobas pro and the result remained elevated (actual results were not provided). On (B)(6) 2026, a new sample was obtained and tested on the a801 platform, and the result was 253 ng/l. The same sample was repeated on the abbott i2000 platform, yielding a result of 0.003 ng/ml. An interference is suspected in this sample.